Manufacturer narrative:
Please refer to h6 component and method code for corrected selections. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
Claimant alleges that she was implanted with cartiva in the right 1st mtp joint and was revised due to ongoing pain.

Event description:
Claimant alleges that she was implanted with cartiva in the right 1st mtp joint and was revised due to ongoing pain.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.